Manufacturer narrative:
The investigation determined that a customer obtained a lower than expected vitros glu result from a vitros performance verifier control processed using vitros glucose (glu) slides on a vitros 350 chemistry system. The investigation concluded that the likely cause of the lower than expected qc results was a suboptimal glu calibration. However, the cause of the suboptimal glu calibration was unknown. An inappropriate storage time of the cartridges on the analyzer is likely a contributor to the suboptimal calibration. In addition, an unknown issue with the vitros performance verifier fluids could not be ruled out as a potential contributing factor. The customer recalibrated vitros glu with fresh calibrator fluids and a fresh reagent cartridge and acceptable performance was obtained. There was no evidence to suggest the vitros glu reagent or vitros 350 system malfunctioned.

Event description:
The customer obtained a lower than expected vitros glu result from a vitros performance verifier control processed using vitros glucose (glu) slides on a vitros 350 chemistry system. Vitros glu results: 5.2 mmol/l vs. Expected 15.875 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that patient samples were not processed, however, the investigation could not conclude that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).